Event description:
It was reported that the cardiopledgia lumen on the endoplege catehter tore where the sterile sheath connects to the cather and filled the sheath with blood and dye. There was no patient injury but they did have to use an alternate ep. The device was switched out before giving cardioplegia. The device will not be returned due to patient infection- (B)(6).

Manufacturer narrative:
(B)(4): device is not being returned; no product evaluation will be performed. A device history record review was completed for lot 774336b and this device met all specifications upon distribution.